Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the surgeon cut the stomach with the device and the gold reload. After the first firing, the jaw wasn't opened, never the less he used the reverse button. Eventually he was used manual override. He cut stomach again with new second device, which the same lot numbers it also didn't work well. The jaw wasn't opened. He eventually finished the surgery with the third device which the different lot number. But the cut line and staple formation were good. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information: on the first firing with a gold reload, you reported that the surgeon cut the stomach. Did the device staple? Yes if the device stapled with the gold cartridge was the staple line complete? Yes. It was completed the second device, you reported that he cut the stomach again and the stapler didn't work well. Did the device staple with second device? Yes. If the device stapled with the second device was the staple line complete? Yes. There was no problem at the staple line. Please explain what is meant by, second stapler did not work well. With the second device you reported that the jaw was not opened. Did the device eventually open? If no, how was the device removed from the tissue? It was opened after the surgeon was used manual override button.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: on the first firing with a gold reload, you reported that the surgeon cut the stomach. Did the device staple? If the device stapled with the gold cartridge was the staple line complete? The second device, you reported that he cut the stomach again and the stapler didn¿t work well. Did the device staple with second device? If the device stapled with the second device was the staple line complete? Please explain what is meant by, ¿second stapler did not work well.¿ with the second device you reported that the jaw was not opened. Did the device eventually open? If no, how was the device removed from the tissue?